Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that when inserting the cage into the patient it broke. The broken parts of the cage was removed from the patient. A new device was used to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a panasonic dmc tz8 digital camera. We investigated the implant and the broken part of the implant. Here we found typical signs of excessive force. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. Conclusion and root cause: the root cause of the problem is most probably user related. According to the instruction for use the following warning must be observed. "Damage to the implant due to excessive application of force! Always check the correct size every time by using trial implants. Apply the implant in the correct direction. Observe the labeling on the instrument and on the axis of the connector. Mount the implant on the insertion instrument hand-tight as far as it will go. When inserting the implant into the intervertebral space, avoid canting and levering, and take care to maintain an alignment parallel to the endplates. Do not use force during mounting and implantation." Rational: the surface of the implant and broken part exhibits signs of an excessive force. There are no indications of a pre-damage. A material defect can be excluded. No CAPA is necessary.